Manufacturer narrative:
Device not returned.

Event description:
It was reported that when the physician was trying to advance the subject catheter into the internal carotid artery (ica), the catheter sprung a leak and then broke while about 1 inch of the catheter sticking out of the patient. There were no clinical consequences reported due to this event.

Manufacturer narrative:
Although the device history record (DHR) review could not be reviewed because the bath remained unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, the device was confirmed to be in a good condition prior to the procedure, the device was prepared as per direction for use (dfu), a continuous flush was maintained, and no resistance was encountered when advancing the catheter into the internal carotid artery (ica). While there are a number of potential causes for the reported issues, because review of available information failed to identify a definitive cause and because the product was not returned for analysis, an assignable cause of undetermined was assigned to the as reported issues 'nv - guide catheter shaft broken/fractured inside patient' and 'nv - guide catheter shaft leak inside patient'.

Event description:
It was reported that when the physician was trying to advance the subject catheter into the internal carotid artery (ica), the catheter sprung a leak and then broke while about 1 inch of the catheter sticking out of the patient. There were no clinical consequences reported due to this event.